Event description:
Same case as 2134265-2009-01933. It was reported that post a coronary artery drug eluting stenting treatment procedure. Instent restenosis occurred. Lesion 1 was a 3.00mm, 100% stenosed, 10mm long portion of the proximal left circumflex (prox lcx). The physician treated the lesion with pre-dilation with a 2.00x20mm balloon at maximum 10atm. A taxus express2 3.00x16mm stent was implanted at maximum 9atm. Post-dilatation was not performed. Post-ivus was performed. The stent was successfully positioned and expanded. Post-procedural visual evaluation was 0% diameter stenosis. Lesion 2 was a 2.50mm, 100% stenosed, 8mm long portion of the distal left circumflex (dist lcx). The physician treated the lesion with pre-dilatation with a 2.00x20mm balloon at maximum 10atm. A taxus express2 2.50x12mm stent was implanted at maximum 16atm. Post-dilatation was performed with 2.5x12mm balloon. Post-ivus was performed. The stent was successfully positioned and expanded. Post-procedural visual evaluation was 0% diameter stenosis. The patient discharged 3 days later on anti platelet therapy. Three hundred twenty three days after the index procedure, in-stent restenosis was confirmed. There were no reported problems with angina. Pci was performed with an unk balloon and resolution of restenosis.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be conducted.